Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed, indicating that the device experienced an unexpected restart. The blood glucose reading was 420 mg/dl, which was treated with manual injection. The customer thought that the high blood glucose was due to the fact that he woke up with the alarm already present, since he was not receiving insulin. The customer also reported that the insulin pump had an unresponsive esc button. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained endcap sticker. No battery out limit alarm noted. All operating currents are within specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.